Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00475. The date of that submission was 23-may-2024. H3/h6: 12 samples of lot number 4334352 were received for evaluation in unused condition. Visual inspection found no defects. Functional testing was unable to verify the reported leaking failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a leak from the infusion line. There was unknown patient involvement and unknown patient harm/adverse event reported.